Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a failed leak test due to a cut on the cable. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the following table shows the possible causes of and countermeasures against troubles that may occur due to equipment setting errors or deterioration of consumables. Troubles or failures due to other causes than those listed below should be serviced. As repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair following the instructions given in section 5.4, returning the camera head for repair. Reference page 38 as per IFU. If any irregularity is observed during the inspection described in chapter 3, preparation and inspection, do not use the camera head and solve the problem as described in section 5.2, troubleshooting guide. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, returning the camera head for repair. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, withdrawal when any irregularity is observed. Reference page 37 as per IFU. Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. Reference page 37 as per IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device gave an error e224 message during use. There were no reports of patient harm.